Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition valve migrates from deployment position was confirmed with objective evidence. There is evidence of device migration with the posterior lateral aspect positioned high/atrial approximately 11mm from the annular plane. Available information suggests that procedural related factors, such as lack of leaflet capture (3 consecutive missed anchors, posterior, lateral, and anterolateral), and imaging related issues, such as device/catheter shadowing, may have contributed to the reported event. The valve migration likely contributed to the paravalvular leak (pvl) reported around the valve. However, a definite root cause is unable to be determined. No manufacturing non-conformities were identified from the imaging evaluation. Imaging evaluation also confirmed the unsuccessful pvl plug (avp2) attempt and severe cumulative tr. There is limited clinical experience with pvl plugs with evoque which was communicated to the site prior to the attempt. Physician is to refer to the instructions for use for pvl plugs, which are not an evoque product, prior to use. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where the product was implanted in stable position with a cumulative tricuspid regurgitation (tr) grade of mild. On post-operative day (pod) 5, the physician indicated the patient had been deteriorating and now has worsening tr. The team discussed and decided to try implanting a paravalvular leak (pvl) plug to reduce the tr. An avp2 plug (10mm x 7mm) was placed at the location of the pvl; however, the pvl worsened. Ultimately, the plug was removed and the plan was aborted. Site is now monitoring the patient and carefully managing medically. Valve is still very stable but there is now cumulative severe pvl.